Manufacturer narrative:
The field service representative could not find a problem. He replaced the cleaner valves on the reagent transfer arm and z belts. He also reviewed the sample handling procedures with the chemistry supervisor. He confirmed the instrument performance and checks are in accordance with stated MFR specifications.

Event description:
The field service representative reported the user had a discrepant glucose result for one pt sample. The initial result was 678 mg per dl, repeat result on the other integra 800 was 180 mg per dl, and the repeat result on the original integra 800 was about 180 mb per dl. The initial result was not reported. The pt was not adversely affected.